Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 136 mg/dl. Customer stated that the buttons did not work last week. Customer stated that the down arrow, esc, act, and b buttons would not work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.